Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
During a review of the colleague infusion pump service evaluation by baxter personnel, the device was found to have experienced failure code 808:03 which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.